Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer was provided with complete pump reset information and was guided through the pump reset process by customer support. After the reset, the pump did not display the error code again, allowing the caller to successfully start their sensor session.